Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous transluminal intervention with a 7f sheath. Reportedly, after deploying the device successfully and harvesting the suture, the footplate was lowered and the device was stuck. After manipulation, the device was still stuck. The body of the device was opened to manually close the feet. When the feet were closed, the device did not come out of the anatomy far enough to see the guide wire exit port. The feet were down, yet the device was stuck after additional manipulation. The link was cut which released the suture, and the proglide was removed from the patient after loading a guide wire. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed to the returned device. The reported difficulty retracting the foot was not confirmed. The reported suture not releasing from the device was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and indicated a potential product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. Fourier transform infrared spectroscopy (ftir) analysis was performed on the unknown clear substance identified during return device analysis. The results concluded that the substance may be a type of loctite or adhesive. Manufacturing engineering reviewed the reported details, returned device analysis and ftir analysis and deemed the observed adhesive in the suture bearing to be related to a potential product quality issue. The reported device entrapment was concluded to be related to a potential product quality issue due to adhesive observed in the suture bearing. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.